Event description:
It was reported that the insulin pump alarmed motor error during basal. Customer does not use the sensor feature and they were unable to complete the rewind sequence. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test due to faulty force sensor. The insulin pump passed basic occlusion and displacement test. No motor error alarms noted. Motor tested ok. The insulin pump had a cracked reservoir tube lip, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.